Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? This complaint was received directly from the (B)(6) through an anonymous report, so the customer is unknown. Therefore, at the moment no further information can be obtained beyond what is available in the complaint file. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device released teflon from the tip, and showed a strange noise, different from the usual one.